Event description:
The operator attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The device was deployed and there was no report of any difficulties with foot deployment or foot parking. When the device was being removed from the patient it was reported to "break". Although requested, attempts to receive specifics on where the device break occurred, have been unsuccessful. The patient was taken to surgery for device removal and vessel graft repair. The surgeon reported that "he believes half of the foot was removed and the rest may be in the patient". The patient is reported to be "doing well".